Event description:
On 05/05/2009, terumo cardiovascular was advised by the user facility that a transducer protector exhibited leaks during a cardiopulmonary bypass procedure. The leak was detected at a circuit flow rate of approximately 4.0 liters per minute. The leak was observed near the end of the procedure - and the transducer protector was removed from the circuit and the procedure was completed without further incident. The patient was adversely impacted by the event.